Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed on the left and right side of her body. The sore was black and had broken skin. Patient is diabetic. The patient was given to use a triple antibiotic cream that she had used in the past for sores. The patient reported that the sores improved.